Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses (aneurysm diameter: 55 mm). On (B)(6) 2013, a small type ii endoleak was identified and no aneurysm enlargement was reported (aneurysm diameter: 52 mm). On (B)(6) 2015, follow-up imaging showed significant aneurysm growth to 58 mm along with a persitent type ii endoleak. The endoleak was successfully treated on (B)(6) 2015 with embolisation. The patient tolerated the procedure.

Manufacturer narrative:
Not explanted

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.